Event description:
The complainant had an impella cp pump placed to support a patient admitted in with acute myocardial infarction and cardiogenic shock. Post-insertion and initiation of the pump, a kink of impella cannula near the outlet appeared, leading to continuous suctions alarms. Despite troubleshooting, the physician requested a new pump for support. There was no reported harm to the patient.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of product damage (cannula kink) and access site bleeding has been completed. The failure mode product damage (cannula kink) changed to low pump flow since the clinical stated post-insertion and initiation of pump, kink of impella cannula near outlet appeared leading to continuous suctions alarms, despite troubleshooting. Returned compliant device visually inspected. Cannula kink near outlet cage observed. No biomaterial or broken blade observed. No other abnormality observed. Pump connected to aic and run for around 10 minute to reproduce low pump flow issue. No low flow issue reproduced and pump flow was within specified limit. Data log not available to review. The cause of the low pump flow issue most likely was cannula kink related due to improper technique. Failure mode access site bleeding - major added since groin site bleeding post patient movement when sutures were noted to be loosened and dressing needed reinforced. Manual pressure held and groin site redressed achieving hemostasis. The cause of access site bleeding - major most likely issue was due to patient movement. Instructions for use as follows: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b1 revised to reflect both adverse event and product problem on manufacturer device report number 1220648-2025-25896. B5 revised to include the additional information that was not included on initial manufacturer device report number 1220648-2025-25896. H1 revised to serious injury to reflect the additional information that was not included on initial manufacturer device report number 1220648-2025-25896. H6 revised to reflect the additional information that was not included on initial manufacturer device report number 1220648-2025-25896. H10 instructions for use added to reflect access site bleeding.

Event description:
Additional information included that groin site bleeding was noted post patient movement when the sutures were noted to be loosened and the dressing needed reinforced. Manual pressure held and groin site redressed achieving hemostasis.